Event description:
On (B)(6) 2013 patient reported the check button and up arrow key on the infusion device are worn down to the base plate. Patient stated the check key button was not working yesterday. Patient switched to the backup infusion device. Patient reported he noticed the button failure when he had to program and bolus and then pressed the check button and nothing would happen; infusion device would time out. Patient stated after the 3rd time the button failed to respond with a press, he switched to the backup infusion device. Patient reported he inserted a new battery to start the infusion device and the device would go to an e8 (power interrupt) error message and he was unable to confirm it because the check button was not responding. Patient stated the button failure is constant and both buttons are flat. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore the e8 message could not be confirmed because all the buttons do not react on pressure. Customer removed the battery without putting the pump in the stop mode. Due to the defective buttons, this was impossible. This resulted in the power interrupt (e8). The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.